Manufacturer narrative:
This supplemental report is being submitted to provide additional information on the event details. Although the customer is trained as per omsi training and information for use (IFU), the customer performs pre-clean steps without delay, but there is a possibility that sufficient brushing cannot be performed by the customer. Also, the device was not correctly reprocessed at the time of pickup for inspection at the omsi workshop.

Event description:
An olympus representative reported on behalf of the customer that, during preparation for use of the device in an unknown procedure, the customer¿s evis exera duodenovideoscope device had an insufficient water supply and had a kink in the insertion tube. Upon inspection and testing of the returned unit, it was discovered that there was foreign matter lodged in the forceps elevator and nozzle of the device. The foreign material was ocher in color, and could not be identified. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, foreign material was discovered in the device forceps elevator and nozzle. The customer's originally reported issue was confirmed. The following additional findings were also noted: water contact value, water supply volume, and air supply volume not meeting specification due to clogging of the air/water tube, loss of water tightness due to deformation of electrical connector and damage on the knife pipe, assorted scratches and shaved components, foggy image due to damage on the charge coupled device, detachment of bending section cover adhesive, buckling of the connecting tube, wear of the angle wire resulting in knob play and angulation being outside of the standard values, and forceps raising angle not meeting specification due to damage on the knife wire. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 20 years since the subject device was manufactured. Based on the results of the investigation, the presence of foreign material was confirmed, but could not be identified. The foreign material may not have been removed because reprocessing could not be conducted properly due to leakage from the electrical connector and knife pipe. However, a definitive root cause could not be identified. This issue is addressed in the instructions for use (IFU): IFU states the detection method in evis exera tjf type 160r operation manual chapter 3 preparation and inspection. IFU states the preventative measures in evis exera tjf type 160r reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures. Olympus will continue to monitor the field performance of this device.